Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2020, the leads were explanted. Lead malfunction and occlusion was noted. The leads on the left side was causing or contributing to congestion in the left arm, face and neck of the patient. The patient was discharged. Related manufacturer reference number: 2938836-2020-02974.